Event description:
The catheter was inserted into the left basilica vein. After insertion, the catheter separated from the adapter. Then nurse was able to retrieve the catheter with her fingers. No patient complications

Manufacturer narrative:
Samples have been received and are currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B) (4)